Event description:
It was reported that the collimator iris on the 9900 system closed down during a procedure. Also, there was a communication error and the fluoro beeper was going off. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The generator interface board and fluoro funtions board were installed during the svc call. The system was tested, and found to be working as intended, and put back into svc.